Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes had a cracked cap and missing stopper. No serious injury or medical intervention reported.